Event description:
A pericardial effusion (pe) was noted, along with hypotension. It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure procedure. Prior to the procedure, no effusion was noted on echo. Roughly, two minutes after the procedure was completed, a small effusion was noted around the left ventricle. Pericardiocentesis was performed to drain 500cc of blood. The patient is currently being monitored at the hospital and expected to fully recover. The device is not expected to be returned for analysis. The patient was not under warfarin at the time. It has been further mentioned that there was no difficulty with transseptal and no difficult anatomy. Act was within range during the procedure. The physician does not believe the adverse event was due to the versacross system.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available yet.

Event description:
A pericardial effusion (pe) was noted, along with hypotension. It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure procedure. Prior to the procedure, no effusion was noted on echo. Roughly, two minutes after the procedure was completed, a small effusion was noted around the left ventricle. Pericardiocentesis was performed to drain 500 cc of blood. The patient is currently being monitored at the hospital and expected to fully recover. The device is not expected to be returned for analysis. The patient was not under warfarin at the time.